Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2015 with blood glucose of 20 mg/dl. Customer was found passed out due to low blood glucose. Customer was hospitalized due to low blood glucose and customer received stitches in the head from fall. Customer was hospitalized for two days. Customer reported of having high blood glucose over 600 mg/dl for three days after hospital release. Customer believes that insulin was bad due to sleeping with insulin between the leg under an electric blanket. Customer states that blood glucose stabilized when insulin was changed.. Customer was wearing insulin pump at the time of hospitalization.